Manufacturer narrative:
Reference record: (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in united kingdom underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed stoma site infection. The patient was hospitalized and was treated with IV antibiotics tazocin. On (B)(6) 2019, patient was discharged.